Event description:
Customer's daughter called to report customer passed away. Customer was found non responsive on floor and admitted to hospital in diabetic coma. Customer's daughter stated that reservoir was full of insulin when it was removed from the insulin pump. No further details provided at time of call.

Manufacturer narrative:
A complete analysis and testing of the pump showed it was functioning properly and passed all functional testing. After testing, it was concluded the device operated within specifications.